Event description:
During a device implantation procedure, increased lead impedance and increased threshold values were noted on the left ventricular (lv) lead when comparing the device measurement values to the pacing system analyzer values. The device was successfully replaced, and the patient was stable with no consequences.

Manufacturer narrative:
The reported event of high pacing lead impedance and inadequate capture could not be confirmed. The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal. The cause of the reported event could not be determined.